Manufacturer narrative:
Added the surgery was extended more than 30 minutes.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
The surgery was extended more than 30 miniutes.

Event description:
Allegedly by positioning the tibial insert 10 which was defined by the test components, this was not possible to adjust the impact component and therefore it is damaging the anterior end. It was then decided to place another tibial insert and had to place the 12, which if I get tight easily.